Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The device was removed from the patient without any problem and the procedure was completed with another of same device. There were no patient complications reported and the patient status was good.

Manufacturer narrative:
(B)(6).